Event description:
It was reported that the patient experienced a groin injury due to a motor bike accident which damaged the ams700 inflatable penile prosthesis (ipp) resulting in fluid loss. A break in the tubing between the left cylinder and the ms pump was identified. The ipp was explanted and a new device consisting of 18cm x 12mm cylinders, ms pump, and 100ml reservoir were implanted. No patient complications were reported in relation to this event.